Manufacturer narrative:
Customer technical support instructed the customer to power off ups and plug dxc directly into the wall. Bci does not service (B)(4) ups systems.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to noting burning odor from the (B)(4) ups. The customer did not report any smoke or sparks. No affect to any personnel or injury was reported.